Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, customer encountered a recoverable fault 31055. A vessel sealer instrument was on tissue and there was a warning blade might be exposed message. The customer was not able to recover from the fault. Technical support engineer (tse) noted fault on surgeon side console (ssc2). Tse had the customer power cycle system and remove the blue fiber cable from ssc2. System powered on with no errors and customer was able to remove the vessel sealer and take control of the instruments. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: issue occurred during a dual ssc configuration. Site removed the faulting ssc from service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the e-stop switch damaged and replaced it. The power switch was non-functional upon arrival and found damaged. The surgeon side console (ssc) right pod was also found damaged. The fse replaced the power switch and right pod. Both switches exhibited corrosion and moisture-related damage. The power switch had a broken rear terminal pin due to corrosion. The right pod was cracked at the screw insert locations. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to moisture intrusion leading to corrosion/damage of the ssc switches (e-stop and power switch) and associated right-side pod, which intermittently disrupted console functionality and contributed to the recoverable fault.